Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated a chest drain, when on low suction, had bubbles appearing at the 10cm h2o area rather than from the bottom of the water seal (20cm h2o).